Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which the set was unable to be primed. According to the report, the vent on the set remained closed. The continu-flo solution set was spiked into an unknown bag of normal saline, and the nurse attempted to prime the set. The flow was completely stopped at an unknown point within the set. The nurse inverted and tapped both the check valve and the y-sites. The alleged defect occurred during priming. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.